Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The previous ipp was explanted and replaced with a new one. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The previous ipp was explanted and replaced with a new one. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient underwent the revision surgery due to cylinder cross over. Despite this issue, the ipp was reported to be functioning as intended. The patient was reported to be doing well after the procedure. The explanted ipp was not returned for investigation.